Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article entitled, "the use of trabecular metal cones in complex primary and revision total knee arthroplasty" which assessed the use of trabecular metal cones in primary and revision tkas. This complaint addresses one (1) patient who underwent revision surgery due to peri-prosthetic fracture. There has been no further information provided and the patient outcome is unknown.